Manufacturer narrative:
2233-513 digital channelscope lacked sufficient adhesive which caused irrigation leak into 5190-500 control module.

Event description:
During the case 12/3/25 they had an issue with a model 2233-513 digital channelscope (lot 520504) leaking irrigation fluid out of the image connector and into the digital control module. No reported patient injury.